Event description:
A customer reported via phone call indicating that their insulin pump had a blank display screen. The patient's blood glucose level was mg/dl at the time of the call. The customer stated that there were no significant events that could have led to the issue. The customer had already tried to insert new batteries u the issue persisted. The customer was assisted with the issue but the black display was not resolved. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A replacement pump was shipped to the customer. The customer sent the product back for analysis.

Manufacturer narrative:
The insulin pump was received with no blank display. The currents are within specification. The lcd board ok and no display anomaly. The insulin pump passed self test. The insulin pump has minor scratched lcd window, cracked case near the display window corners, battery tube threads cracked and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.